Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to the filter broke into four pieces and it is now irretrievable. No documented attempts to remove the filter were provided. Per the consultation notes, prior to the index procedure the patient reported having a leg deep vein thrombosis (dvt) while hospitalized for an ulcerative colitis flare with toxic megacolon. The inferior vena cava (ivc) filter was placed as the patient was not deemed an anticoagulation candidate. About a year after the filter was implanted, the patient was noted to have splenic and portal vein clots, at which time was started on heparin and transitioned to warfarin. According to the medical records provided, approximately nine years after the filter was implanted, the patient started office visits to reestablish care with antithrombosis clinic (atc). The patient was seen for bilateral tinnitus and neuropathy and was referred to a neurologist and an ent (ear, nose and throat) physician. A magnetic resonance imaging (MRI) of the brain was negative for any acute processes. There were also follow- up office visits for anticoagulation management, and a bilateral ultrasound was negative for dvt. Approximately nine years and five months after implantation the patient consulted a vascular surgeon regarding filter removal. According to the medical records the filter is not retrievable, and it is fractured. Approximately nine years and six months post implantation, the patient was evaluated by the ent for tinnitus and hearing loss and had a follow-up visit for auditory concerns. Additionally, the patient had multiple other office visits, including a vascular surgery consult for pain and swelling in legs due to deep and superficial venous reflux bilaterally; a consultation with general surgery to discuss ventral hernia repair and an office visit for anticoagulation management. Approximately nine years and seven months post implantation, the patent underwent an abdominal computerized tomography (CT) scan for concern for venous obstruction. The scan findings reported a chronic partially occlusive thrombus of the splenic vein with multiple collaterals; an ivc filter without evidence of central venous thrombosis in the ivc or iliac veins, bilateral sacrolilitis most likely related to inflammatory bowel disease. The patient also underwent laparoscopic repair of a ventral hernia and had other office visits for blood work, medication renewal and anticoagulation management. According to the information received in the patient profile form (ppf), the patient reports four (4) fractured filter struts retained in the body and device unable to be retrieved, with no documented attempts to remove the filter; becoming aware of these events approximately nine years and six months after implantation. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to break into four pieces and it is now irretrievable. The patient reported becoming aware of filter fracture and device unable to be retrieved, with no documented attempts approximately nine years and six months post implant. The patient also reported anxiety related to the filter. The medical history is notable for ulcerative colitis, toxic megacolon, total abdominal colectomy and ileostomy, inferior vena cava (ivc) filter placement due to history of deep vein thrombosis (dvt) and non-candidate for anticoagulation due to abdominal surgery, ileostomy closure, right lower extremity dvt, subdural hematoma followed by craniotomy, incisional hernia, left hepatic portal, right intrahepatic distal portal and splenic vein thrombosis, tobacco use, anxiety, opioid dependence and known to be non-compliant with medications. Prior to the index procedure the patient reported having a leg dvt while hospitalized for an ulcerative colitis flare with toxic megacolon. The ivc filter was placed as the patient was not deemed an anticoagulation candidate. About a year after the filter was implanted, the patient was noted to have splenic and portal vein clots, at which time was started on heparin and transitioned to warfarin. Approximately nine years post implant, the patient started office visits to reestablish care with antithrombosis clinic (atc). Approximately nine years and five months post implant the patient consulted a vascular surgeon regarding filter removal. According to the medical records the filter is not retrievable, and it is fractured. The patient had multiple other office visits, including a vascular surgery consult for pain and swelling in legs due to deep and superficial venous reflux bilaterally; a consultation with general surgery to discuss ventral hernia repair and an office visit for anticoagulation management. Approximately nine years and seven months post implant, the patent underwent an abdominal computerized tomography (CT) scan for concern for venous obstruction. The scan findings reported a chronic partially occlusive thrombus of the splenic vein with multiple collaterals; an ivc filter without evidence of central venous thrombosis in the ivc or iliac veins, and bilateral sacrolilitis most likely related to inflammatory bowel disease. The patient also underwent laparoscopic repair of a ventral hernia and had other office visits for blood work, medication renewal and anticoagulation management. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and occlusion of the device or vasculature does not indicate a device malfunction. Rather, patient, vessel characteristics and pharmacological factors may have contributed to these events. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had broken into four pieces. The patient also indicated that the filter was irretrievable; though attempts to retrieve it were not documented. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to the filter broke into four pieces and it is now irretrievable. No documented attempts to remove the filter were provided.